Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101000, femoral stem 12/14, 6201460100620205022, shell 50 mm 62039610 00631005032, liner 10 degree 32 mm, 62035883 customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00675.

Event description:
It was reported that the patient underwent a left hip procedure. The patient was revised almost ten years later due to elevated ion levels, metallosis, and pain. Head and liner were replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, b5, b7, d6b, e1, e2, e3, g3, g6, h2.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, the patient began to experience progressive trochanteric pain and serum lab work displayed elevated cobalt and chromium levels. The patient underwent a revision where cloudy fluid was encountered, and significant amount of corrosion was found on the trunnion. The head and liner were revised without complication.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h6. H6: component code: mechanical (g04) - head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. Proposed component code: mechanical (g04)- head. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. The patient began to experience pain and testing revealed elevated metal ion levels. A revision occurred, where corrosion was noted on the trunnion and inflamed tissue debrided. The head and liner were explanted and replaced with no complications noted. Root cause unchanged. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.